Event description:
As reported: during the medical procedure was verified by the doctor, a foreign material (black spot) inside of two units of the antibiotic simplex product.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.